Manufacturer narrative:
Evaluation of the device revealed that the connection screw of the swivel adapter was broken. The device history record reviewed for product ID a2079 showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. This is first time this device has been sent in for service. The reported complaint was confirmed from the evaluation. The definite root cause cannot be reliably determined. Device identifier 10381780267959.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the patient's head was locked into the mayfield infinity xr 2 system for surgery when suddenly a screw on the a2079 mayfield infinity xr2 base unit pivot arm broke on an unspecified date. The neurosurgeon caught the patient's head. There was no patient injury reported. There was a 30 minute surgery delay.